Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported there was difficulty inserting the cannula. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 847 pulses before being deactivated. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. The cause of the reported event could not be conclusively determined.